Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 500cc mentor smooth round moderate plus profile prostheses and experienced right-sided deflation and bilateral breast ptosis postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 3502500) on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast ptosis. (B)(4).